Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient representative additionally reported against right side "mental anguish and fear of increased risk of alcl, significant scarring, disfigurement, tissue damage, reconstruction, removal of implants due to fear of alcl, anxiety, and other physical and emotional manifestations that are severe and ongoing." The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side exchange from textured to smooth due to concern with the product and "capsular contracture, baker grade IV." Patient additionally reported "lump" not related to the device. The device remains implanted.